Event description:
It was reported that the pump exhibited a motor rate error. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) showed a motor rate error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor. As a result, the motor, worm gear, worm coupling, and the interconnect board were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.